Event description:
This ICD was electively explanted as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion manufactured lyra model ICD's. The device was explanted in 2003. Note: this device was implanted and explanted outside of the united states.